Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a mildly calcified lesion in the left anterior tibial artery. Following pre-dilatation, a 3.0x38mm, 3.75x38mm, and 3.75x38mm esprit btk scaffold devices were attempted to be advanced to the lesion; however, all the devices were noted to fail to cross the lesion, with subsequent kinks along the delivery system being noted. At this point a fourth unspecified esprit btk device was used and was successfully able to cross the lesion be implanted; however, following its removal, kinks on the delivery system were noted. There were no adverse patient effects nor clinical delay. The 3.75 x 38mm esprit btk device return analysis revealed that there was balloon material shredding noted along the balloon, and a portion of the distal end of the scaffold was separated and not returned. The account confirmed the correct device was returned and noted that they were unaware of the separation of the scaffold and shredding of the balloon. No additional information was provide.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported shaft deformation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue of failure to advance and shaft deformation appears to be related to circumstances of the procedure. Balloon shredding was observed during return analysis of the device. It is unclear when this damage occurred as the account did not report shredding. It is possible the balloon shredding occurred due to friction during transit post procedure; however, this cannot be confirmed. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.